Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 46 mg/dl, which was treated with food. Customer was able to resolve no delivery with a complete set change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.